Event description:
It was reported that during a laparoscopic bile duct exploration procedure, the surgeon tried to use the device however it got stuck and did not work at all. The doctor asked for a new ligamax device but it also got stuck. The surgeon used a covidien clip applier to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.